Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the optical coherence tomography procedure was to image the internal carotid artery. The dragonfly opstar imaging catheter was used with the barewire from an emboshsied nav6; imaging was successful. However, during the procedure the dragonfly catheter came too close to the tip of the barewire causing the wire to loop back on itself and on the dragonfly catheter. The barewire tip got twisted and wrapped with the catheter. During pullback, the guidewire tip got stretched and separated. After the tip separated, the dragonfly catheter and the guidewire were removed independently. The tip of the guide wire that separated in the carotid artery was snared from the patient. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stretched tip coils, kinks, and material separation were confirmed. The reported difficult to remove was unable to be confirmed as it was based on circumstances of the procedure due to interaction with the dragonfly catheter. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. Based on the reported information, and evaluation of the returned unit, it is likely that dragonfly catheter was advanced too far up the barewire causing the barewire tip to prolapse. With the tip prolapsed, this likely resulted in entanglement with the dragonfly, and when the pullback was engaged, the barewire tip coils became stretched and separated. As a result, unexpected medical intervention was required to snare the separated portion of the barewire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.